Manufacturer narrative:
(B)(4). The physical sample was not available for evaluation. A photo was received. Additional narrative: photo examination of the device confirmed a ruptured bladder condition. The ruptured condition was confirmed. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA idc-(B)(4).

Manufacturer narrative:
(B)(4).additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce intermate sv 200 device had ruptured during infusion. According to the report, the device was filled with imipenem (tienam 500) and the total fill volume was 120ml. There is no report of patient injury or medical intervention. No additional information is available.